Event description:
Additional information received from customer: -the male part of the j-loop that goes into the catheter was crooked upon inspection afterwards. They described the j-loops like they were occluded. They could not pull or push any fluid through them. Only that specific lot number gave them problems. -the patient impact was that the patient may have been stuck more than once.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 20039e and lot# 24036132 was performed. The search showed that a total of 48,003 units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the following verbatim: verbatim: the product for j-loop is 20039e. We have been using together for a long time. I just thought maybe it was a bad batch of j-loops. Additional information received on 01-aug-2024: we have some bd jloops that are faulty. They are not screwing on the IV cathe. (B)(6) hospital recent order of j-loops have not been connecting to their IV catheters.